Event description:
It was reported that an ilet pump displayed lines on the screen and a photograph confirmed a cracked display, rendering the screen damaged and the device unreliable for insulin delivery and meal announcements; a replacement pump was arranged and the user was advised on shutdown steps, backup therapy, data sync to the mobile app, and return of the original unit with a provided shipping label. Symptoms included no injury, no lacerations, and no reported blood glucose excursions. Outcomes included continued use of the cgm with the dexcom app or receiver and planning for device startup on the replacement, as ilet data do not transfer. Investigation included review of user report and visual confirmation via customer-provided image. Investigation of this case revealed physical screen damage consistent with impact or stress to the display assembly. It was concluded that the screen failure was due to physical damage, not a device malfunction.